Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading over 600 mg/dl. The customer stated that she has been experiencing elevated blood glucose levels the past several days prior to the event. The customer also stated that two days before the event, she had received a no delivery alarm and changed her infusion set. The customer then stated that she used a model mmt-397 quick-set infusion set. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime test but failed the high pressure test. Nothing further was reported.